Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving is not getting low alerts on their smart device. No additional patient or event information is available.